Event description:
It was reported that the patient faced an event where infusion set tape was not sticking during playing on (B)(6) 2026. The infusion set was in use for one day and insertion site was thigh.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.